Event description:
During index procedure, the patient had two endeavor sprint drug eluting stents implanted, one to the lad and one to the 1st om. An angiographic complication of dissection occurred after placement of the stent in the 1st om.

Manufacturer narrative:
(B)(4).